Event description:
The customer received questionable low results for qc material for thyrotropin (tsh) and received questionable low human chorionic gonadotropin (hcg) results for qc material and for one patient sample. The initial hcg result for the patient sample was 6 miu/ml and was reported outside the laboratory. The doctor questioned the result as the patient had previously had a positive hcg result. The same sample was repeated and the result was 3,426 miu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The hcg reagent lot number was 17111501 with an expiration date of 06/30/2014. The field service representative found the pinch tubing was bad as well as the water line to s/r syringe was crimped and the mixer paddle was bent. He replaced the pinch tubing and the mixer paddle. To verify the analyzer operation, he ran performance testing with good results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.